Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error e216, and no image displayed. Based on the results of the investigation, a probable root cause could not be identified. Regarding the additional reportable malfunctions, a root cause could not be identified. It is likely that due to a connector with chemical damage, communication error e216 and no image being displayed occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had communication error b30. There were no reports of patient harm.